Manufacturer narrative:
The device was received deployed with corrosion visible on the pcb assembly. Upon opening the device, additional corrosion was observed on all three batteries. Despite multiple attempts, data could not be obtained from the device. Without the data it could not be determined if the device generated a hazard alarm. Due to the presence of corrosion, a leak test was conducted. A leak was observed on the reservoir fill port. It was determined that this leak diverted fluid from the intended fluid path resulting in the observed corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.